Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, an iliac artery rupture occurred. The lesion being treated was highly calcified. The physician used an up-and-over approach with a 2.25 diamondback oad, but was unable to cross the iliac lesion. He removed this device and used a 1.25 diamondback oad to spin a channel through the iliac. He spun at low and medium speeds, but when he attempted high speed the device made a high-pitched sound, so he discontinued spinning. When he attempted to remove the crown it was locked down on the viperwire. He removed the oad and viperwire as a unit and discovered that the iliac artery was ruptured. He inflated an angioplasty balloon in the area of the rupture and emergently transferred the pt to surgery. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device is currently retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).